Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number. There were no other reports of this nature against the reported lot number. If a physical sample is received or if additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports when removing the tubing from the pump, the pump section came apart from the rest of the tubing near the free flow clamp. There were no problems noted with the removal of the tubing from the pump. The tubing was infusing a chemo drug (vincristine) which could have possibly splashed on the staff.